Event description:
During an unrelated procedure, insulation damage was visually confirmed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.